Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 125 ml/hr and 10 ml/hr. The results were within specification. The biomed at the hospital tested the pump prior to returning the pump for evaluation. The biomed found that at 200 ml/hr, the pump overinfused by 115%. The pump was also tested by the biomed at 10 ml/hr, and the pump was found to meet specification. A determination of the cause of the discrepancy between the results could not be determined after discussion with the biomed on test methodolgy.

Event description:
Pump was reported to be at 10 ml/hr with a 100 ml bag of insulin. One hour later the bag was found empty. The blood level of the pt was taken and found to be between 200 to 300 mg/deciliter. No pt injury resulted no additional medical or surgical intervention was required.